Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD): the battery longevity projection had fallen from 26% to 11% in approximately seven months. The device displayed a battery depletion error, and it was further noted that this device was emitting audible tones. Technical services (ts) reviewed the device data and it appeared that the battery was depleting faster than expected. Device replacement was recommended. At this time there is no evidence any intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD): the battery longevity projection had fallen from 26% to 11% in approximately seven months. The device displayed a battery depletion error, and it was further noted that this device was emitting audible tones. Technical services (ts) reviewed the device data and it appeared that the battery was depleting faster than expected. Device replacement was recommended. Information was later received that this device was turned off and abandoned. It was replaced with a non-boston scientific system. No additional adverse patient effects were reported. This device was not returned for analysis. The allegations in this complaint have been confirmed through analysis of device data, however a cause could not be established.